Event description:
Boston scientific received information that out of range shocking impedance measurements greater than 200 ohms were observed on the right ventricular (rv) lead following device change out. Patient was brought into the clinic for evaluation. Programming changes were made which decreased the impedances to 72 ohms. No other observations were found. The physician will continue to monitor. There were no adverse patient effects reported.

Manufacturer narrative:
This report will be updated should additional information become available.